Manufacturer narrative:
The reported condition was confirmed via radiographic image. The removed implant was returned. Visual inspection identified marks consistent with the reported use and removal but no abnormalities. Review of production records did not identify any related issues. Based on the evaluation findings, we could not determine the exact cause of the difficulty reported.

Event description:
At approximately three months post-operatively, the surgeon performed a surgical procedure to remove an implant that had migrated.